Manufacturer narrative:
(B)(4).

Event description:
A report was reported to covidien/medtronic with the following information: a intensive care nurse checked the cuff before intubating endotracheal tube to the patient. The clinician stated that the cuff was fine before the intubation. A day after the intubation, the clinician heard the sound of leakage and patients spo2 went down. They extubated the tube and visually inspected the tube and it was reported that the nurse observed a hole in the cuff.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and after 30 seconds the cuff deflated. A visual inspection was performed and it was observed the cuff presents three small cuts. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.